Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Device code - ni , expiration date - ni, date implanted - ni , manufacture date ¿ ni. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred.  Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. This report is number 2 of 5 mdrs filed for the same patient (reference 1825034-2016-01375 / 02089 / 02090 & 3002806535-2016-00363 / 00196 ).

Event description:
It was reported that patient underwent a hip revision procedure due to aseptic loosening. During the procedure all components were removed and replaced.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device was not involved in the event. The initial report was submitted in error and should be voided.